Event description:
During a lap cholecystectomy the clips scissored. The instrument was replaced with another and the case was completed without further problems. No patient consequence. One device returning.